Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000096529.

Event description:
It was reported that the patient experienced ineffective therapy and one of the leads exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure. It is unknown which lead attributed to this issue.